Manufacturer narrative:
Additional device product codes: gfa, gff, hsz. Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed on part # part: 310.110, lot # f-19725: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 07.dec.2016: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgery performed on (B)(6) 2017 the drill bit broke inside the patient¿s bone when the surgeon was drilling the capitate bone by using a drill sleeve. The drill was attached to a jacobs chuck. Surgeon tried to extract the drill bit; however the broken part was completely buried in the bone so he decided to leave the drill bit inside the patient¿s body. The surgery was extended for ten (10) minutes and was completed by using another 1.5 headless compression screw. Concomitant medical products: headless compression screw (part # unknown, lot # unknown, quantity 1), jacobs chuck ((part # unknown, lot # unknown, quantity 1). This report is for one (1) 1.1mm drill bit/qc/60mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and a product investigation was completed. We have received the drill bit ø1.1 l60/35 2flute (310.110 / f-19725) for investigation, here is the statement: upon visual inspection of the complaint device it can be seen that the tip is broken off (first 10mm), this thus confirming the complaint description. The broken off tip is missing. Through production the following measures/parameters got checked: drill diameter, hardness, raw material used. All mentioned measures/parameters are according to the drawing and documented in the DHR. No manufacturing related issues were detected. To prevent such problems, it is necessary to operate according to the ¿instructions for use, synthes cutting tools¿ reusable cutting tools may be reprocessed several times. However, cutting tools are frequently exposed to high mechanical loads and shocks during use and should not be expected to last indefinitely. It is necessary to replace cutting tools from time to time. Unfortunately we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error may have taken place. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.